Manufacturer narrative:
D9 - date returned to mfg: 25-jul-2025. H3: one device was received for analysis. The service history review indicated that the complaint was not related to a service of the device within the review period. Visual inspection was performed. The reported issue was verified through alarm history review as the occlusion test revealed travel coarse error. The root cause of the issue was the clutch and leadscrew were heavily worn. The clutch and leadscrew to resolve the reported issue. Replaced to correct the issue. The device was recalibrated and passed all performance verification testing thereafter.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the motor drive and occlusion operational test, the pump showed a 'check clutch/plunger lever' error during the self-test. There was no patient involvement.